Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. The pump was unable to perform functional test due to display anomaly.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a crack on the screen on the upper right hand side near the battery icon. The customer stated that the pump is overall scratched up. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.